Event description:
(B)(6) 2012 at the (B)(6), a battery failure occurred during preventative maintenance for a cardiohelp unit (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the battery was replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).